Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump display would not turn on. Upon taking pump apart it is found that the ui to fp flex was disconnected from the display. Lvp mechanism was damaged on the bottom and residue was present inside mechanism. Shrink tubing was present on the ac adapter. A review of the event history log identified a gui post failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the damaged front panel assembly, door to door o ring, lvp mechanism and ac adapter, which require replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a blank display during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.